Event description:
The following information was provided: while removing the checkpoint 3.5mm hex impactor, the sharpened tip of the checkpoint¿s ribbed shank broke off. The fragment remained in the pelvis bone above the acetabulum. Despite attempts to do so, it was not possible to remove the fragment from the patient.